Event description:
It was reported that the patient's catheter was removed due to a hole in the catheter. It was noted that the hole was "near the intrathecal end near the tip". It was indicated that the patient experienced withdrawal symptoms that were flu-like in nature as well as increased pain. There was a catheter dye study performed and the physician was unable to aspirate, therefore, he does not injected. The catheter was replaced. It was reported following surgery that the patient recovered without sequela. The drugs delivered via pump were compounded together and included; dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
Product ID, 8709sc lot# n189572019, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the catheter found a catheter body hole that was caused by a deep abrasion. During pressure testing leaks were seen in two areas on the catheter body of segment 2. The appearance of one of the leaks seen like a slice cut during explant. The second leak was from the deep abrasion that caused a hole. Also of note was indentation cut or tear into the sealing surface of the sc connector segment 1. There was no leak seen on the sc connector in the lab.